Manufacturer narrative:
The returned umh700, serial # (B)(4) was manufactured in july of 2011 - prior to the implementation date of (B)(4). The design change on (B)(4) added a counterbore to the through hole which prevents the rumi tip rod from extending out of the bottom side of the arch during use. (B)(4).

Event description:
Doctor (B)(6) was performing total robotic hysterectomy with arch (umh700), koh cup and umb678 (8 cm tip). After procedure, as he was pulling out the handle, the koh cup came detached. He popped it back on and began to pull out the handle and the rod of the umb678 advanced out the back of the handle and lacerated the patient's posterior vaginal wall. Doctor repaired laceration. Patient is ok.